Manufacturer narrative:
The investigation is ongoing. Discarded at hospital.

Event description:
As reported by the edwards field clinical specialist, during a planned vessel cutdown procedure, a commander delivery system could not be advanced through a 14fr esheath+ resulting in significant damage to the esheath. The valve was not implanted as it was stuck inside the esheath and damaged. The esheath and delivery system were removed as a unit through the cutdown. Prior to the case, viabahn stents were placed as the anatomy of the illiofemoral system was tortuous and calcified. Upon removal of the sheath the 1-2 viahban stents were removed. The sheath appeared to be caught on either calcium or one of the implanted stents. Upon withdrawal of the delivery system and valve there was no visual damage. The sapien case was aborted. A non-edwards medtronic valve was implanted and following the valve implant, open surgical repair of the iliac was performed. The device will not be returned for evaluation. Per report, there was no abnormalities on the esheath prior to insertion but after it was removed from the body damage was noted. The expansion tool was used, and the vessel was pre-dilated, 10mm viabahn stents were placed, and the vessel ballooned with 12mm. The loader was fully inserted into the esheath and the esheath was not inserted in a steep angle. Resistance was felt with the delivery system and sheath once through the white partially expanded portion of the esheath. A 18mm dryseal sheath was placed, and a non-edwards tavr was implanted. Per provided photo, the esheath+ liner was torn.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings, and investigation conclusions), and h10 to reflect engineering investigation. The 14f esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and revealed calcification and tortuosity in the patient's access vessels, the stent is attached on the damaged sheath and liner tear and kind on sheath shaft. A device history record (drh) review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review was performed and revealed other similar complaints for this trend category. However, no manufacturing non-conformances were identified during the investigation of the similar complaints. The instructions for use (IFU)/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath/esheath+ resulting in a high push force and sheath damage) is captured in product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for navigate system through sheath, resistance between system components, interventional device interacts with non-edwards device, and sheath liner torn were confirmed with procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported 'during a planned vessel cutdown procedure, a commander delivery system could not be advanced through a 14fr esheath+ resulting in significant damage to the esheath. The valve was not implanted as it was stuck inside the esheath and damaged. The esheath and delivery system were removed as a unit through the cutdown. The sheath removed the 1-2 viahban stents. The sheath appeared to be caught on either calcium or one of the implanted stents.' Review of 3mensio shows calcification and tortuosity within the access vessels. Per IFU/training manual 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Stents and calcification can reduce vessel luminal diameter creating a constrained effect on the sheath and preventing optimal sheath expansion leading to resistance. The stent in combination with significant calcification can create further constraint on the sheath where if the delivery system was advanced through, the stent can get stuck onto the expanded sheath. Sharp calcified nodules can also damage the exposed portion of the sheath liner, leading to tears in the liner or weakening it during advancement or retrieval of the sheath. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuosity can also subject the sheath to sub-optimal angles leading to non-coaxial advancement of the sheath increasing resistance and friction between the delivery system, crimped valve, and sheath inner lumen. These sub-optimal angles can cause the delivery system to catch onto the liner of the sheath and create a liner tear upon removal. Additionally, it is also possible that when the valve got 'stuck inside the esheath and damaged', the valve was pressed against the liner, contributing to the weakening of the liner and possibly tearing it. However, without additional information about the valve and the type of damage sustained, this root cause is unable to be confirmed. In this case, available information suggests that patient factors (stent, calcification, tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time. The complaint for introduce and navigate system through sheath and resistance between system components inability to advance through sheath was confirmed. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Available information suggests that patient factors (stent, calcification, tortuosity) may have contributed to the reported event. No labeling/IFU deficiencies were identified. A product risk assessment has been previously initiated to capture the product risk assessment and corrective and preventative action was previously initiated to capture further investigation and corrective/preventative activities.